Manufacturer narrative:
No conclusion code available. The field reports of noise problem and insulation abrasion were confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found an external abrasion due to friction to the device can at the proximal region, which most likely caused the complaint of noise problem reported from the field. Other damages found on the lead are consistent with those occurring at the time of implant/explant. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During a device replacement, the right ventricular lead was revised due to several noise episodes. During the procedure, an insulation defect was noted. The patient is doing well.